Manufacturer narrative:
Additional information was received that a fluoroscopy was taken of the lead and showed several contacts were broken off and not in line. It was determined that those contacts also showed high impedances.

Event description:
A report was received that the patient had loss of stimulation and will undergo a procedure wherein only the paddle lead will be explanted. It was unknown if malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation and will undergo a procedure wherein only the paddle lead will be explanted. It was unknown if malfunction was suspected.

Event description:
A report was received that the patient had loss of stimulation and will undergo a procedure wherein only the paddle lead will be explanted. It was unknown if malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient had loss of stimulation and will undergo a procedure wherein only the paddle lead will be explanted. It was unknown if malfunction was suspected.